Event description:
In 2008 the pt reported that her blood glucose was elevated to 490 mg/dl this morning and she immediately injected 10 units of insulin via pen and she changed her infusion set. An hour prior to the report her blood glucose measured 290 mg/dl. She stated that she felt thirsty. She stated that the likes her blood glucose to be around 130 mg/dl but it is "o.k." If it is under 200 mg/dl. She stated that she had not changed her battery cover in 2 years. She was advised to change the battery cover with every 10th battery change. She stated that she has been changing the battery more often. She stated that she changed it every week as opposed to once a month. She stated that she has had difficulty with her blood glucose since having rotator cuff surgery 7 months prior to event day. She stated that she developed pain and began taking pain medication. One week ago she had a cortisone shot which " always raises your blood sugar quite a bit." She was advised to speak with her physician. Further attempts to follow up with the patient were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The patient is visually impaired and was unable to verify the serial number of the infusion device. No product was requested to be returned for evaluation.

Manufacturer narrative:
Method and results: no product will be returned for evaluation.